Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during investigation, unable to duplicate audio tone complaint. Pump powers on to clear audible alarm. Opened pump, no intermittent conditions observed on piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged the pump "was buzzing, vibrating, and made a cricket noise". There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.